Manufacturer narrative:
Radio frequency pic failed self-test alarm during self-test due to faulty y1 on radio frequency board. The pump passed idle current test, run current test, off no power test, unexpected error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. Pump had cracked reservoir tube lip.

Event description:
It was reported of radio frequency pic failed self-test alarm. The customer's blood glucose level was unknown at the time of the incident. The product was returned for analysis.